Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 26 mm sapien 3 valve by ta approach in the aortic position, without bav, the delivery system balloon ruptured at the end of inflation. The valve had been fully expanded. It was not possible to remove the device through the sheath therefore, both devices were removed together without any complications. There was no consequence for the patient.

Manufacturer narrative:
The delivery system was not returned for evaluation and no images were provided. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, there is no information to suggest a manufacturing non conformances contributed to the event.  With the limited information provided, the cause of the balloon burst is unknown but was most likely related to the mechanisms above.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected information based on device return and evaluation. The delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, the balloon was observed to be burst longitudinally and propagates to a radial burst. No balloon pieces appear to be missing. Several kinks are present on the guidewire lumen, likely due to return packaging. No other abnormalities were observed. No relevant functional testing was able to be performed due to the condition of the returned device (burst inflation balloon). Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing nonconformance. Measurements were taken along the longitudinal tear on each side and along the radial burst. The balloon single wall thickness measurements are within the specification. A DHR review was performed and did not reveal any issues that may have contributed to the reported event. Review of lot history revealed no additional complaints for ¿balloon ¿ burst¿. Additionally, review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend category ¿balloon burst¿. No IFU/training deficiencies were identified. Inspections in place during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿balloon ¿ burst¿ was confirmed through visual inspection of the returned device. No manufacturing non-conformances were identified in the returned product as dimensional analysis revealed the balloon wall thickness met specification. In this case, the patient¿s degree of calcification in the annulus/leaflets is unknown, but remains a likely contributor to the complaint event. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification on the native aortic valve and/or annulus. Additionally, if the balloon was inflated in extra volume, a balloon burst could occur during inflation due to the over-expansion of the balloon. A definite root cause could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a pra is not required.